Event description:
The customer observed error codes while attempting to calibrate chol. The customer indicated that they inserted an additional slide during calibration. The scenario is consistent with malfunction that could have caused a falsely elevated glucose or false low nbil patient result to be reported. There was no report of patient harm as a result of this event.